Event description:
It was further reported that no resistance was encountered during insertion of the guide wire. The physician did not note any coating damage.

Event description:
Same case as MDR ID # 2134265-2013-00688. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulty occurred. The 90% stenosed lesion was located in the moderately tortuous left forearm shunt. Access was obtained via left cubital region with a 6fr non-bsc sheath. A 0.014¿ transcend guide wire was advanced to the lesion. The 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon was then advanced and the lesion was dilated at 6 atm. The physician attempted to remove the cutting balloon from the patient, but the cutting balloon could not be removed. The physician felt that the cutting balloon was stuck with the guide wire. The cutting balloon and guide wire were removed together as a unit from the patient. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination of the returned device revealed ptfe coating peeled at 99.6cm and to 102cm; a bent at 69.7cm; and a kink at 160.5cm. Device length and outer diameter is within specification. Testing revealed that the ptfe was properly attached to the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).